Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented remotely with multiple mode switch and high ventricular rate episodes due to lead noise in both the atrial and right ventricular leads. The noise was not reproducible with isometrics. Programming changes were made. Atrial lead noise was resolved but right ventricular lead noise persisted. Physician was being consulted for the next steps. No patient consequences reported. Related manufacturer reference number: 2017865-2019-13309.